Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that after successful stent implantation during removal of the device interaction with the anatomy and/or other devices ultimately resulted in the reported tip material separation/noted tip jacket and inner member separations. As reported, an additional stent was implanted to embed the separated tip into the vessel wall. The noted multiple bends and kinks in the outer sheath likely occurred due to handling or during packing for return analysis. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa). The 7x40mm supera stent was implanted at the target lesion; however, post implantation it was noted the tip of the delivery system had separated inside the anatomy. Therefore, an additional stent was implanted to embed the separated tip into the vessel wall. There was no adverse patient sequela. No additional information was provided.